Event description:
Ous MDR - the patient presented with chills and was admitted for testing. It was found this patient had endocarditis. Vegetation was found on the right atrium. The patient had previously had a lead capped and replaced because the left subclavian vein was occluded. The patient refused left side system extraction, and therefore the new system was implanted on the right side.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.